Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no button error alarm. The pump was received with a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked lcd window.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that the pump just started alarming. Customer stated that it was hot and the pump was next to her skin. Customer was asked to remove the battery. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.